Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that as far as they knew, the patient was fine; however, they had no knowledge of the event, and did not know the cause of the reported issues.

Manufacturer narrative:
Other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that over six weeks prior to this report, the patient had to turn off their device because it was causing artifact on an EKG. The patient got worse when the device was turned off and was shaking in the hands. As soon as the device was turned off, they went wild. Two days after, the patient had an unrelated surgery and the patient hasn¿t been right since the device was turned back on. It ¿really messed them up¿. It was later stated that the patient was okay at the time of this report; therefore, it is unclear what the patient¿s status is. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.